Event description:
It was reported that the pt cannot longer hear with her device. Testing carried out on (B)(6) 2010 shows that channels 5 and 9 are in status hi, the ground path impedance is at 2,30 kohm.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.